Event description:
Device malfunction: difficult to remove, failure to retract - locator wings, bent-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be removed and the locator wings did not retract. An attempt was made to free the device with the safety release and by twisting the device, both were unsuccessful. Forceps were used to free the bent vessel locator wings. The operator did not attempt to use the dilator access ports to unlock the thumb advancer to enable it to be retracted proximally. A femostop and manual compression were applied to achieve hemostasis. There were no reported pt adverse effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). Incorrect care/use of failure to follow instructions and against resistance - labeled. (B) (4). The device is expected to be returned for evaluation. It has not yet been received.